Manufacturer narrative:
Product was returned on 24 june 2021, not 9 june 2021. The reported event for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Unable to determine the cause of the reported event.

Event description:
It was reported the patient's scs system implantable pulse generator was no longer functioning. Surgical intervention was taken to replace the generator and the issue addressed.